Event description:
A voluntary medwatch was received and noted that on follow up duplex, while on coumadin, an ivc filter was placed and the pt was discharged home. The pt presented to the clinic one week with b/1 groin pain without any leg swelling. Duplex revealed ivc thrombosis.

Manufacturer narrative:
The complaint received states that during after trapease ivc filter placement, the pt developed leg pain and was diagnosed with thrombosis of the ivc. This is a male pt with medical history including polycystic kidney disease on hemodialysis, htn, s/p hernia repair, cranial aneurysm clipping, and dvt. This pt has recurrent dvt of the popliteal and femoral vein with floating component involving the iliac and vena cava. The pt was started on coumadin and had a trapease ivc filter implanted. There are no details available regarding the implantation procedure. The pt presented to the clinic one week post implantation with b/1 groin pain without any leg swelling. Duplex sonography revealed ivc thrombosis. There is no sterile lot number info available thus, no DHR could be performed. Thrombosis in device is a well known potential adverse event associated with ivc filter implantation. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. This pt had existing recurrent dvt with floating components. Thrombosis caught within the filter in the ivc represents the device performing the intended implantation purpose and does not represent any design or mfg issues. Review of the info suggests pt factors may have contributed to the reported event.